Manufacturer narrative:
The biomedical engineer reports that there is a "setting failed" error message displayed on the cns (central monitoring system). The biomedical engineer tried to reinstall the driver with no success and could not get the device to reboot. A hard restart was performed, however, the issue still remained and the 128x1024 resolution was not available. Biomedical engineer was asked to swap the video card from another cns, however they did not have a spare cns. The defective cns was being used on long-term care patients. A loaner device was sent to the customer. Customer called requesting help setting up the loaner. Nihon kohden was able to provide assistance with network and bed settings. The device related to this complaint was returned and evaluated with two display monitors, printer, recorder, and bedside monitors. No malfunction was found. An extended test was performed over the weekend, however, the issue could not be duplicated. Customer was notified that the issue could not be duplicated. Device was shipped back to the customer.

Event description:
The biomedical engineer reports that there is a "setting failed" error message displayed on the cns (central monitoring system). The biomedical engineer tried to reinstall the driver with no success and could not get the device to reboot. A hard restart was performed, however, the issue still remained and the 128x1024 resolution was not available. Biomedical engineer was asked to swap the video card from another cns, however they did not have a spare cns. The defective cns was being used on long-term care patients. A loaner device was sent to the customer. Customer called requesting help setting up the loaner. Nihon kohden was able to provide assistance with network and bed settings.